Manufacturer narrative:
The pt info is unk. The hospital declined to provide the info. A dissection occurred during the use of the angiosculpt device. The angiosculpt device was disposed by the hospital, thus, no eval performed. According to the instructions for use (IFU) for angiosculpt ptca scoring balloon catheter, arterial dissection is listed as possible adverse effect of the procedure.

Event description:
The angiosculpt balloon burst when inflated to 12 atm. A dissection was noted by the physician. A stent was placed to treat the lesion.